Manufacturer narrative:
The device was returned for analysis. The reported stretched shaft was confirmed. The reported difficulty to remove (sheath) could not be confirmed as the sheath was not returned with the device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that may contribute to resistance when removing the protective sheath include, but are not limited to, inadvertent damage to the the esprit btk (below the knee) device, damage incurred during shipment, damage incurred during manufacturing, or user technique. Based on the information provided and without the return of the protective sheath, it is unknown what may have caused the reported resistance during sheath removal. Manipulation of the device when resistance was encountered likely contributed to the reported stretched shaft. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned for analysis. The reported stretched shaft was confirmed. The reported difficulty to remove (sheath) could not be confirmed as the sheath was not returned with the device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that may contribute to resistance when removing the protective sheath include, but are not limited to, inadvertent damage to the esprit btk (below the knee) device, damage incurred during shipment, damage incurred during manufacturing, or user technique. Based on the information provided and without the return of the protective sheath, it is unknown what may have caused the reported resistance during sheath removal. Manipulation of the device when resistance was encountered likely contributed to the reported stretched shaft. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 3.50x38mm esprit btk system, the protective sheath got stuck on the system. The device was intentionally manipulated in order to remove the sheath resulting in shaft stretching. The device was not used and another esprit was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.